Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing, a pairing test and a voltage test was performed and all tests passed. A review of the shared data log did not find any errors related to the customer complaint. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.